Event description:
It was reported that when the surgeon tried to stimulate the nerve, he clearly saw and identified it himself and was going to confirm with the prass probe. When he touched the probe to the nerve, no signal or response was detected. He checked the tube placement and switched out the probe to try another one, but the problem persisted. There was a delay of 10 minutes. Procedure was completed with the reported product and there was no patient injury. After the case, the user did some troubleshooting to see if the fuse had blown in stim 1. Replaced the fuse, but stim 1 still wasn¿t working; however, stim 2 was. They tried a new pi box, and stimulation worked in both stim 1 and stim 2, so determined that it was a pi box issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.